Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was found during a baxter evaluation that a pump underinfused by greater than 10% during testing. There was no patient involvement.